Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin pump was worn during an MRI. The customer stated that the drive support cap was normal and was able to complete the rewind process. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with normal operating currents and passed the self-test. Insulin pump failed the displacement test (54.1 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/compromised force sensor system test, and unexpected restart error test or verify compromised force sensor system alarm due to motor error alarms.